Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(6).

Event description:
It was reported that on (B)(6) 2010 the patient presented with following preoperative diagnosis: l4-5 spondylolisthesis. The patient underwent the following procedure: l4-5 transforaminal lumbar interbody fusion with the use of stealth guidance and depuy expedium pedicle screws, pipeline retractor and concorde bullet interbody. Per op notes: a depuy concorde bullet was used filled with autologous bone. Prior to placement of the interbody a bmp and further bone was placed into the anterior aspect of the disk space and the interbody was tamped into place. Repeat x-rays were done and both ap and lateral showed adequate placement of the interbody. Once this was complete, the right l4-5 screws were placed 7-millimeter x 45-millimeter. (B)(6) 2010 the patient discharged from hospital.

Event description:
It was reported that on (B)(6) 2010 the patient presented with a diagnosis of congenital spondylolisthesis of the lumbar spine. The patient underwent an l4-5 tlif using depuy instrumentation, mastergraft putty, and rhbmp-2/acs. There were no noted complications. It was reported that the patient sustained unspecified injuries.